Manufacturer narrative:
Patient, device, and initial reporter information was excluded in the initial report. This report contains additional information.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-00739.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-00739.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The initial reporter is unknown at this time.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-00739. It was reported the patient experienced pain located on the bottom of their foot post drg trial implant procedure. In turn, the physician took the patient back to the operating room and performed an epidural which relieved the pain. Reportedly, the issue was resolved. Patient and device information is unknown at this time. Additional information may be added at a later date based on available information.

Manufacturer narrative:
Patient's gender was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Device 1 of 2; reference MFR. Report# 1627487-2019-00739.